Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Mwr-(B)(4) submitted for adverse event which occurred on (B)(6) 2018. Mwr-(B)(4) submitted for adverse event which occurred on (B)(6) 2018. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2014 and mesh was implanted. It was reported that the patient had a removal surgery on (B)(6) 2018. It was reported that the patient had a surgery for incision and drainage of abdominal wall abscess on (B)(6) 2018. It was reported that following the procedure the patient experienced extensive lysis of adhesion, pain and abscess. No additional information was provided.